Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with premature battery depletion on the implantable cardioverter defibrillator. It was noted that the longevity began to rapidly drop since (B)(6) 2017. All measurements were normal. On (B)(6) 2018 the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Manufacturer report 2017865-2018-10558, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).